Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tbfz, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Final analysis of neurostimulator model 3058 (lot # njy283834h ) showed ins setscrew backed out too far. Final analysis of lead model 3889-28 showed lead body outer insulation separated at a butt joint proximal end.

Event description:
It was reported that there was a lead/extension issue; break/fracture was noted. It was noted they attempted to put the lead into the neurostimulator by pushing and slightly wiggling the lead. The tined lead broke at proximal end where the insulation ends and the electrodes slide into the neurostimulator. The lead was explanted (complete) and replaced. The cause of the issue was not determined. The issue was resolved. Regarding the implantable neurostimulator (ins), communication/telemetry issue was noted. There were tele metry/interrogation issues. The tined lead struggled to slide into the neurostimulator even when the set screw was loosened which may have caused the tined lead to break. Also the impedance test was attempted. Once the lead was wiggled into the ins, the neurostimulator came back with multiple >4000 errors. The impedance test was run on 1 amp at210 pw and 2 amp at 300 pw and same errors occurred. Once the new lead was implanted, the same ins was attempted and still came back with multiple impedance error on 1a , 210 pw, and 2.0a and 300 pw. The defective ins was not implanted. The cause of the issue was not determined. Regarding if there was a product issue, was the issue resolved, it was noted: no. The broken tined lead was explanted and a new lead was implanted. A new neurostimulator was opened and no errors were discovered once connected to the new lead and impedance run on normal settings 1.0a, 210 pw. The new ins was implanted with no issues. The patient status at the time of the reporting was noted as alive, no injury. There were no patient symptoms or complications associated with the event. There was no patient injury. The patient recovered without sequelae.